Event description:
A product liability claim was raised. It was reported that the pt received a durom acetabular component 48/42 h on (B)(6) 2006 and is being monitored due to unk reason.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the pt is monitored. Where lot numbers were rec'd for devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. As the pt has not been revised, but the common clinical presentation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation ane an investigation result be available, that changes this assessment, an amended medical device report will be filed. Zimmer's reference number of this file is (B)(4)6.